Event description:
Complainant alleged that during set-up of the device prior to being used on a patient (age & gender unknown) the device was unable to adjust the pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.